Event description:
Pt has been using an rs 1.2 for approx one year, taking treatments at least once every evening. He states that he has had good results with the muscle stimulator for his long term back problems. He underwent 5 spinal fusions in 1985. Pt was taking his evening treatment on 9/29/95, he arose from his chair and walked into the kitchen to get a glass of water. He drank part of the water, sat the glass down on the counter and turned to leave the room. He suddenly felt a "zap" from the muscle stimulator. He does not remember whether the surge was felt under one set of electrodes or both. He says the "zap" bukled his knees, he fell, bumping into a glas shelf on the way down. He lost consciousness for a few seconds and awoke to find his wife calling his name. He then discovered that he had cut his knee and his abdomen. He also was having angina. (He has a history of coronary artery disease and underwent quintuple bypass surgery 1 year ago) pt states that the does not normally have any problems with angina since his heart surgery. Pt states that he then went immediately to the emergency room to seek attention for his knee. His knee was sutured, no other medical care was required or given. His nagina resolved while he was at the ER, without treatment. Pt does not believe he suffered any permanent harm and in fact went in a day or two after the incident for his previously scheduled physicial and no problems were found. He is very interested in testing of the unit and wants to be contacted as to the results. Upon questioning he does not know if a lead wire could have been pulled loose when he was moving around. If co can satisfy his questions about the function of the unit, pt will want to resume treatment wit another muscle stimulator. Co explained to mr shok that co would be throroughly testing his unit and would let him know the results. He again reiterated that he was not going tu sue co, he just wants some questions answered about the function of his unit.